Event description:
The patient arrived to unit from operating room on 8 mcg levophed (levo) and 4 mcg epinephrine (epi), running together through 3 way clave. After the patient was settled and report given, pump carrying levophed at 8 mcg started alarming for occlusion on the patient side. The lines were checked, and the pump restarted a few times. Patient had a slight drop to systolic bp from low 100 to high 90's. The lines were checked for patency, all open, with no occlusions noted. Clamps were also checked and found to be open. The pump continued to alarm for occlusion a few more times, and nursing staff checking lines and restarting the pump. During this time, the pump carrying 4 mcg epi also began to alarm for occlusion, with both the epi and levo pumps alarming for occlusion. A fourth channel was added to the alaris pump, and the whole alaris set up, 8015 pc unit and 4 lvp modules, shut down completely. All 4 channels stopped infusing and the screens went blank. The line was flushed, and was flowing nicely. A new alaris pc unit and 4 channels were obtained, and the infusion was restarted on the new alaris set up. The 3 way clave was removed. The new pumps ran without incident. During the event, the patient's systolic bp dropped into high 70's, map high 50's. The doctor was present at bedside during the event. Patient was given a fluid bolus to stabilize bp.